Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the user and is not available for evaluation. The e7506 instructions for use warns that non-traditional procedures that utilize high current long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk. The distributor reported that the rf3000 ablation generator user's manual states skin-to-skin contact should be avoided in order to reduce the likelihood of patient burns.

Event description:
The customer reported that the patient's thumb was touching his body near one of four grounding pads used during an ablation procedure. This resulted in a 2nd degree burn to the patient's thumb. The burn was treated with biafine cream. The pads were placed on the patient's thighs. The incident pad is not being returned for evaluation. It was discarded by the site following the procedure. A boston scientific rf3000 ablation generator was in use for the procedure.